Manufacturer narrative:
(B)(4).

Event description:
On (B)(4) 2012 customer reported a bloody leak (approx 2ml) in the tray under the manual probe rinse block of the lh750 analytical station. Customer also stated that the loading flipper had a broken spring. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and observed the source of the leak was caused by a disconnected tubing going through pinch valve 111 (pv111) causing a leak at the tubing. Fse noted that the disconnected tubing caused the secondary waste block not to drain and leak. Fse replaced the tubing. Fse also replaced the broken flipper, which had no correlation with the occurrence. There was no further evidence of leaking. Repairs were verified as per established procedures and results met published performance specifications.